Event description:
Patient on long term intrathecal baclofen pump therapy for spasticity. The original medtronic pump was approaching the estimated replacement interval (eri) and she was scheduled for replacement. Procedure was performed on (B)(6) 2024. The new intrathecal baclofen pump model (serial #(B)(6), model#: 8667-20) is not compatible with the FDA-approved software and tablet/interrogator wand. There was no communication with clinicians or the patient resulting in an inability to analyze the pump at time of refill. Despite calling representative and medtronic technical support over a course of several hours, this appeared to be an unknown problem to everyone. Updates to the hardware was performed on advice of technical support however this failed to solve the problem. The error on the samsung galaxy 2 tablet device read: pump function modularity invalid service code: 83. As the patient's reservoir was approaching empty, the pump was filled without ability to perform analysis. This resulted in medication overdose and brief hospitalization. Patient's status has returned to baseline. The issue is that there is both new tablet hardware (samsung galaxy 5) and software (synchromed app, no longer synchromed ii app) that is needed to read this new pump model. Using the widely distributed tablet with the old software to read the a new model pump will give service code: 83, and pump cannot be safely refilled. There needs to be notification to all clinicians who place and manage intrathecal pumps of the need for new hardware (samsung tablets) and synchromed software update immediately. There needs to be training for all representatives and technical support regarding service code: 83 and need for new hardware. There needs to be a way for patient services to better direct patients with intrathecal pumps to facilities that have ability to manage this problem. Patient was initially taken to an emergency department where medtronic representative was unable to access, and physicians did not have tablet to interrogate the pump. The need to transfer patient to another hospital resulted in a further 8 hour plus delay. The emergency contact number should be the clinician who is managing the pump, not necessarily the surgeon placing the pump.